Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient experienced an increase in charging time. At times, the ipg allegedly would shut off. It is unknown if the ipg maintained 24 hours between charges, but the patient last successfully charged the device a week prior to replacing the device and then discontinued charging at that point. To address the issue, the physician explanted and replaced the ipg, resolving the issue. Postoperatively, effective therapy was restored.